Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for check supply line alarm was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause was determined to be due to user error. The result of the label review revealed the patients are instructed not to replace empty solution bags or reconnect disconnected solution bags during therapy. Possible contamination of the fluid or fluid pathways can result. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check supply line alarm on the homechoice (hc) cycler. The alarm occurred during priming. The home patient (hp) had disconnected the supply bag and re-connected it to the other supply line. The technical service representative (tsr) advised the hp that he will need to start over with new supplies. The tsr assisted the hp with removing the cassette. No patient injury or medical intervention was reported.